Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer treated with insulin pump and declined high blood glucose troubleshooting. Customer also reported blood at site and sensor glucose versus blood glucose readings issues. Blood at site troubleshooting was performed and completed. Customer stated that she is taking medication for her blood pressure. Which might have caused the bleeding at site. Customer was advised to wait at least 5 minutes after sensor insertion before connecting to the transmitter and that thee is no blood at site before connection. Customer also mentioned that the sensor glucose reading was 160 mg/dl and the blood glucose reading was at 440 mg/dl. Advised customer that replacement sensor will be sent. The insulin pump was not returned for analysis.